Event description:
The account alleges that during a pericardiocentesis procedure, the drainage catheter could not be introduced into the patients pericardium. The distance between the drainage catheter tip and introducer was too large, so the drainage catheter could not be advanced through the access incision. The three-way stopcock outside the patient was too difficult to turn, it cracked/broke on the inside of the stopcock. The device was discarded at the account and will not be returned for evaluation.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Should the device be returned later, the investigation will be reopened.